Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was ongoing with no further action needed.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are : product ID 3878-45 , lot# 0207841927, product type: lead.

Event description:
The healthcare professional (hcp) of a (B)(6) study reported that there were significant lead migration. The outcome was resolved without sequelae. No actions were taken as interventions. X-rays showed significant lead migration. The etiology was noted as related to the lead. The etiology was noted as no applicable to the device or therapy and not related to the procedure. No symptoms were reported.